Event description:
The reporter indicated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were not required. The reporter indicated the cause of the event was due to loading/user error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. Surgical incision, enlargement. Lens (iol), torn, split, cracked. Results: visual inspection of the returned product found the lens optic torn into two pieces, with a piece torn off and missing. There was evidence of reddish residue. (B)(4).